Manufacturer narrative:
The piic classic is out of service. It is an obsoleted device. The event will be considered a malfunction of the hardware. The absence of alarms on this unit cannot be fixed due to the piic classic being is out of service. The customer was provided information regarding the possibility of upgrade to the piicix.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there is total audio loss. The device was in use monitoring patients. There was no report of patient or user harm.